Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: a direct correlation between heartmate 3 lvas, and the reported events could not conclusively be established through this evaluation. The submitted log files showed the pump operating as intended. The pump speed did not go below the low speed limit. It was reported that the patient with left ventricle non-compaction status post hm3 implant was admitted with a syncope episode on (B)(6) 2019. It was the patient¿s 3rd occurrence of a syncopal event in the last two weeks. Nsvt (non-sustained ventricular tachycardia) was found on the halter monitor. It was noted that the patient is listed as status 4 for a heart transplant. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas with no further reported issues. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device- 4 months, 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. Patient with lv non compaction status post hm3 lvad on (B)(6) 2019, listed united network for organ sharing status 4 for heart transplant admitted with syncopal episode. It was noted that this was the third occurrence of syncope in two week timeframe. The event occurred at 12:49 pm. It was noted that non-sustained ventricular tachycardia was found on holter monitor.